Event description:
It was reported that a pituitary was missing a screw during an unspecified spinal surgery no patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visually confirmed the handle screw is missing. Optical inspection of the screw hole and the surrounding surface did not reveal witness marks or other indications regarding the mechanism of failure. This instrument is designed to be disassembled for cleaning purposes. The manufacturing date suggests that the instrument has been in use for some time, making it unlikely that this is a manufacturing issue. The above observations are consistent with incomplete re-assembly after cleaning.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.